Event description:
The clinician reports the implant was inserted 2019-07-01 in ada 13. On 2019-10-07, non-osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding. No further patient complications were reported.